Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The reaction was described as a red rash with itching, located on the upper buttocks, around the edge of the sensor patch. The affected area was treated with fluticasone propionate, prescribed on (B)(6) 2016, for a previous reaction to the sensor patch. On (B)(6) 2016, patient's mother provided an update, stating that the patient had tried the heat-staked sensor and when used in combination with over-the-counter flonase, had not experienced a skin reaction. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.